Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4: batch # unk. H6. Health effect - clinical code.

Event description:
It was reported that during a thyroid procedure the clips closed via cross or the clips didn't close at all. Follow-up bleeding occurred. Several clips come out of the device and land in the site. No patient harm.

Manufacturer narrative:
(B)(4) date sent: 11/22/2023 d4 batch #: unknown additional information was requested and the following was obtained: what was the amount of the blood loss (mls)? No significant loss of blood was a transfusion required? No was the procedure altered as a result of the event? Op procedure was prolonged as a result what is the current patient status? Good an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.